Event description:
The customer reported the evis lucera ultrasonic bronchofibervideoscope is unable to display image. The event occurred during preparation for use, prior to therapeutic endobronchial ultrasound procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, switch 1,2, 3, and 4 failures due to corrosion were noted. In addition, insertion section dents, control section liquid intrusion, blurry image, ch-tube leaking, ultrasonic cable faulty, and intrusion of el connector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide a correction for serial number. Added the correct serial number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the faulty ultrasonic cable could not be determined at this time. Olympus will continue to monitor field performance for this device.